Event description:
It was reported by the customer that a pyxis medstation es system drawer failure. The customer stated that the malfunction was occurred when they trying to issue medication to patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. A field service engineer replaced retractor band on auxiliary hh drawer 4.1 and reseated cables on the drawer control board. The system functioned as intended as the field service engineer troubleshooted the device.